Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The updated describe event or problem will be: the manufacturer previously reported, was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for evaluation. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. Additionally, the patient's complaint was confirmed, contamination was also observed and the device was scrapped. In box d: operator of device - other, device serviced by 3rdp?, device avail. For eval? (Rfb), device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components returned for evaluation and investigation were unsuccessful but tracking ID has been recorded. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed box h: evaluation method code, evaluation results code, conclusion code grid has been updated.